Event description:
(B)(4). On (B)(6) 2015, I had a hysterectomy with removal of tubes, uterus, and cervix to remove the essure coils from my body. The pathology came back negative for adenomyosis. In (B)(6) 2015, my hip pain became worse. I saw a rheumatologist who did blood work and took x-rays. In (B)(6), I was diagnosed with rheumatoid arthritis, an auto immune disorder related to chronic inflammation.

Event description:
(B)(4). After implantation of essure could, I have experienced the following: pelvic pain. Blotchy, red skin. Itching in neck, chest, and bottom. Painful intercourse often causing bleeding. Debilitating cramps. Painful periods with excessive bleeding and regular passing of quarter sized clots. Painful sweating. Vaginal odor. Severe hip pain and lower back pain. In (B)(6) 2014, I was diagnosed with a nickel allergy. In (B)(6) 2014, I was diagnosed with adenomyosis.